Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adjustments customer made to values in pump settings would "go back to the original ones." There was no reported impact to blood glucose. No further information was obtained as customer declined further troubleshooting.